Event description:
It was reported that a pump was alarming no disposable. The pump was silenced, reviewed settings and restarted the pump. Pump is running. The rate-was 130ml/ 24 hours. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.